Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys anti-hcv ii assay on a cobas e 801 analytical unit. Sample 1: sample 1 was initially tested twice, and the results were 0.136 coi (non-reactive) and 0.138 coi (non-reactive). Sample 1 was repeated on ortho vitros 5600, and the repeat results were 16.44 coi (reactive) and 16.58 coi (reactive). Sometime in (B)(6) 2026, sample 1 was then repeated on abbott architect i2000, and the repeat result was 0.036 s/co (non-reactive). The exact date was not provided. Sample 2: sample 2 was initially tested twice, and the results were 2.64 coi (reactive) and 2.72 coi (reactive). Sample 2 was repeated on ortho vitros 5600, and the repeat results were 0.36 coi (non-reactive) and 0.32 coi (non-reactive). Sometime in (B)(6) 2026, sample 2 was then repeated on abbott architect i2000, and the repeat result was 0.86 s/co (non-reactive). The exact date was not provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The visual inspection of sample 1 and sample 2 showed no hemolysis, lipemia, or fibrin clots. The field service engineer inspected the instrument, including its status, reagent expiration dates, calibration, and qc data, and they all were within specifications. The investigation is ongoing.